Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Externalized conductors due to internal insulation abrasion were found at 8.1-10.3cm from the distal end. The silicone insulation was abraded and the rv and sensing conductors were visible. The etfe coating was intact at the same location. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented for routine follow-up and noise and low impedance measurements were noted. The patient did not receive any therapies due to noise. The patient was admitted to the hospital and therapies were turned off. The device was later explanted.